Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary : 1. Exec summary - no physical device samples were returned. The investigation was performed based on the image provided. The photo was received by bd for evaluation. A quality engineer was able to review the photo of a emerald (blister syringe 10 ml with needle) have needle attached to syringe hub in blunt state ( half broken) with outer plastic cover from lot # 2057102 regarding item # 303083. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for emerald (blister syringe 10 ml with needle) to check if there is any needle is attached to syringe hub in blunt state (half broken) with outer plastic cover and no such sample was found in the ten retention samples. The probable root cause for needle cutting- this catalogue 303083 is 10ml without needle pack, however as per image received the needle is attached to syringe. This could be owing to mixing of attached needle products and without needle products at packaging & assembly machine during line clearance. For the corrective and preventive action. 1. The retrain operators are sensitized and re-trained to perform line clearance during lot changeover. 2. The manufacturing team has now activated a sensor to detect if shield is present and to stop machine immediately at syringe loading station if shield is detected. Therefore, the complaint could not be confirmed and the root cause could not be determined. A review of the complaint lot history check was performed and this is the 1st related complaint for broken needle on lot # 2057102. No non-conformances were raised in association with this type of event for this lot, concluding all inspections were performed as per the applicable operations and met qc specifications. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a lot history review for batch 2057102 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd emerald¿ - 3-piece syringe had needle broken in the package issues. The following information was provided by the initial reporter : the user facility reported an emerald blister syringe 10 ml with needle had the needle attached to the syringe hub in a blunt state.